Manufacturer narrative:
(B)(4). S.w version 4.10e. Retainer ring = black. The customer passed away on (B)(6) 2022 (per ss event date), however the customer's notes stated the customer passed on (B)(6) 2021. Also, on (B)(4), svn#: 000314341675 - customer returned pump for an alleged battery cap/contact damage found on jan 19, 2022, on case-2021-00391143, svn#: 000312811461 - customer returned pump for an alleged low battery life or low battery alert found on (B)(6) 2021 and on (B)(4), svn#: 000310652183 - customer returned pump for an alleged high bgs found on (B)(6) 2019. Unable to confirm battery cap contact damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The pump was monitored for several hours and no unexpected low battery life or low battery alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2021 to (B)(6) 2021 and (B)(6) 2021. Unable to verify power error 25, low battery life or low battery alarm, power loss alarm and replace battery alert/replace battery now alarm for the event date of (B)(6) 2021. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ + force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a partially broken retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received without a battery installed. A partially broken retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Unable to confirm battery cap contact damage due to pump received without the original battery cap. Low battery life or low battery alert was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that the customer passed away. No further information was given due to data protection. The caller returned the insulin pump for analysis. The case is reported only for the f.a results.